Event description:
It was reported that the catheter was broken and the spinal segment was revised. Original catheter length was 81cm, 17cm were removed and a new one was added at 36 cm; the new total catheter length was 100cm. The dose was reduced. Patient was doing well and discharged on (B)(6) 2011. Drugs delivered included morphine 15mg/ml at a daily dose 4.85mg was reduced to 10mg/ml at a daily dose 0.5mg, clonidine and bupivacaine.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2007 explanted: unk; catheter model 8590-1, lot# n1 25520, implanted: (B)(6) 2007 explanted: unk.